Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted to the hospital due to a syncopal episode and was treated for optimization of a leadless implantable pulse generator (ipg) device. The patient exhibited agitation and faced communication challenges as they did not speak english. Heart rate observations indicated variability, starting in the 80s and decreasing to the 60s. There was intermittent undersensing of p waves, potentially due to p waves falling into blanking or post-ventricular atrial blanking (pvab). Surface leads were attached for monitoring, and an atrial mechanical test was conducted. Adjustments included lowering the a4 threshold from 1.7 to 1.4, changing the vector from 1-2 to 1-2-3, and adjusting the a3 window from 725 to 650. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.